Event description:
It was reported to philips that the system did not boot back up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the single-phase ups was operating on battery power and that the 20a fuse in the ups had blown. A review of the system log files found an issue with ups. Upon troubleshooting actions, the fse identified that the 1-phase ups (uninterruptable power supply) was faulty. To resolve this issue, the fse bypassed the ups. After repairs, the system was returned to use in good working order. The failure of the single phase ups can be attributed to the issues resolved in philips correction 2024-igt-bst-009. The codes were updated based on the investigation outcome.